Event description:
The kinematic knee was revised due to wear and pt pain.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is not device related but rather is attributed to excessive loading.